Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. Patient's blood glucose at time of incident was 465 mg/dl. Patient's current blood glucose was 465 mg/dl. The customer treated for high blood glucose using the pump by changing infusion set and site. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal (slightly indented). The customer stopped troubleshooting. After they did a rewind and priming blood glucose become 387mg/dl and then it became 392mg/dl. The reservoir was leaking. The customer had thrown the reservoir and transfer guard already and cannot return. The insulin pump will not be returned for analysis.